Event description:
It was alleged that a patient received a questionable result when testing with coaguchek inrange meter serial number (B)(4). At 8:30 on (B)(6) 2022, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 2.8 inr. At 9:00 on (B)(6) 2022, a sample from the patient was tested using the meter, resulting in a value of 3.8 inr. The laboratory value was used for decisions in the patient's treatment. The patient's therapeutic range is 2.8 - 3.8 inr.

Manufacturer narrative:
The customer¿s test strips were requested for investigation and a replacement product was sent to the customer. The customer used a coaguchek inrange meter with coaguchek xs pt test test strips. The test strips used are not specified for use with the coaguchek inrange meter. The customer's meter and two vials of test strips were returned for investigation where they were tested using retention controls. Testing results for vial 1 (qc range = 2.6 - 3.2 inr): qc measurement 1 = 3.0 inr. Qc measurement 2 = 3.0 inr. Qc measurement 3 = 2.9 inr. Testing results for vial 2 (qc range = 2.6 - 3.2 inr): qc measurement 1 = 3.0 inr. Qc measurement 2 = 3.0 inr. Qc measurement 3 = 3.0 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The occupation is patient/consumer.